Event description:
It was reported that the patient presented for a generator changeout procedure. Prior to the procedure, it was noted that the right atrial lead had a history of lead noise. Additionally, the lead had exhibited occasional low impedance measurements, which was suspected to be due to insulation degradation, but no visible break down was noted on the lead. The lead was explanted and replaced. The patient was in stable condition.